Event description:
The manufacturer received information alleging an error code regarding a ventilator inoperative alarm due to a malfunction with the flow sensor. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.